Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the cause of the shocking wasn't determined. The patient called them stating that even with the stimulator turned off and the amplitude turned down to zero they continued to have painful spasms. Their managing physician was notified and was going to proceed with a CT scan as they don't think it's a stimulator issue at this time. No further complications reported.

Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the representative went to check on the patient's battery as it had been several years since they've had it. The battery was 70% used up. The patient stated that they had the battery off and had been getting shocked and muscle spasms that they think were caused by the stimulator (even though they had it off). The patient had these issues for the last 3-4 months. The representative ran an impedance test and all the impedances were in the range of 690-1395 but they had to cancel the test because the patient was receiving uncomfortable stimulation. When they tried to program the patient the same uncomfortable stimulation issue occurred. The patient didn't know of any factors that may have caused their issues. The physician took an x-ray and the system looked okay. The patient requested to just have the stimulator removed. The representative turned the voltage all the way to zero and the stimulator was off. Surgical intervention wasn't planned. No further complications reported.